Manufacturer narrative:
The bolus wizard functioned properly. No missing information was noted. The insulin pump connected properly to the blood glucose meter and the readings downloaded properly to the carelink report. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call of issues with the customer's insulin pump. The wife states the device is not working properly, and the device is not displaying the reports. The wife states she would like the device replaced because she believes it may be something with the memory. The trainer states that the insulin pump has scratches on the screen that make it difficult to read. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and returned for analysis.